Event description:
It was reported that the insulin pump had an unresponsive keypad after it had been accidentally placed into a washer for one cycle. The blood glucose reading was 112 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.